Event description:
It was reported that during patient use, a ventilators upper and lower displays were blank. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse performed the 9.4 gui backlight inverter field action to correct the alleged issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.